Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code - e1803 nodule.

Event description:
Dexcom was made aware on 10/18/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the arm. It was reported that the patient experienced a skin reaction with redness, infection, and a big red-hot lump on the arm, around the needle puncture site, which occurred an unknown number of days after the sensor had been inserted in the arm. The parents initially thought of an insect bite and decided to go to the emergency room as they were afraid of blood poisoning. The lump was drained, and pus came out. After that, a bandage was put, and the patient was prescribed an unspecified oral antibiotic for 10 days. Blood tests were done, and the surgeon concluded that the infection was caused by a foreign body. According to the parent the surgeon was sure that it was caused by the dexcom sensor, as the dexcom sensor was placed at that area and removed about 2 to 3 days before the event, and after the sensor was removed the infection started. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.